Event description:
The account alleged the side rail does not latch. No pt impact.

Manufacturer narrative:
The account found that fluids had penetrated the side rail latch mechanism causing the side rail latch to stick. The account cleaned and lubricated the side rail latch mechanism to resolve the issue.